Event description:
Initial result for a patient alt was <4 u/l. When repeated , the result was 13u/l. The incorrect result was not reported. The technical service representative corrected the issue by instructing the operator to change reagent and recalibrate.